Event description:
The patient became "very sedated after bolus". The hcp performed pump and catheter dye studies in 6/2005. No patient treatment or intervention was required. No problems were noted the next day. The patient was receiving hydromorphone, clonidine and baclofen via the drug delivery system. The patient recovered without sequela.